Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000, 531) via an implantable infusion pump. It was reported that the patient had their pump pocket cleaned out due to infection. When the hcp opened the pocket there was a large amount of thick fluid. It was noted that the catheter was intact with no obvious integrity issues. The site was sampled for the lab and the wound was irrigated with high dose antibiotics. It was unknown if the issue was resolved. The patient was reported to be alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp on 2019-apr-25. It was reported that cultures were taken x3 and were negative. The device remained in place.